Event description:
After post dilating the aortic valve, an attempt was made to remove the balloon from the delivery sheath. Resistance was met and the balloon catheter separated from its inner catheter.